Manufacturer narrative:
(B)(4). At the time of this report, the pt has not been in for a f/u. No further info has been received. The device history record for the reported radiesse lot was reviewed. All required incoming, in process, and final release testing specs for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.

Event description:
The pt was injected on (B)(6) 2013 with 1.5cc of radiesse. The radiesse syringe was mixed with 0.3cc ovf lidocaine. The pt called the office on (B)(6) 2013 and stated that she had a rash. The pt sent photos to the injecting office (not received by merz). The pt was offered an appointment but she went to urgent care. On (B)(6) 2013 acyclovir and augmentin 875mg for 7 days was prescribed.